Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient received the new recharger, but the problem was it was the same size as the old charger. It was noted that when the patient sat down their battery laid over sideways and stuck straight out of their stomach. It was reported that when the patient tried to put the charger on the battery it was on the bottom couple of ribs and is causing the bad connection. It was noted the patient charged for four hours and didn¿t get even a quarter charged. It was reported the patient either needed the implant moved or a smaller charger. It was noted the patient used the belt to recharge, but it unbuckled every time they laid down. It was reported the patient¿s implant was rubbing against their ribs. It was noted another antenna locate was performed. It was reported two separate recharge sessions were attempted, but only got two to four coupling bars.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n320418, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was an issue with recharger / recharging involving a coupling problem. The patient had had difficulty with coupling since implant. Typically, they would get 0-2 bars. They would get 8 full bars and then abruptly it would go to 0-2 bars. Al feature would get around 66 for the number, and then they would move the antenna to the other side of body and number did not change. They had assessed pocket and it was fine. They had requested a 37791 (recharge antenna). The reporter was redirected to repair department. No item was returned. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was difficulty charging generator and it was determined the implantable neurostimulator (ins) was flipped in the abdominal pocket. A revision was performed on (B)(6) 2013. The patient did not require hospitalization due to the event. Patient outcome was reported as non-serious injury/illness.